Event description:
It was reported that there was no product issue. The action required as a result of the event was explant which was done on (B)(6) 2013. No diagnostics or troubleshooting performed. Patient symptoms were pain and the patient had not psychologically supported his implanted device any more. Patient symptom location was device pocket and lower back. Patient was alive with no injury. All devices had been explanted. Therapy was not working as expected.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-28, lot# b0942497k, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID neu_unknown_ext, serial# unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
Product ID: 3877-45, lot# 0206690618, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the replaced device was the lead.